Manufacturer narrative:
The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was available for evaluation. Reliability engineering evaluated the device and observed that the housing was loose where the swivel was attached, causing the oil leak. Therefore, the reported condition was confirmed. It was determined that this was due to insufficient amount of loctite used during assembly. The assignable root cause was determined to be due improper assembly during manufacturing. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine testing, it was observed that the motor device was leaking oil. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The assignable root cause has been updated from ¿it was determined that this was due to insufficient amount of loctite used during assembly. The assignable root cause was determined to be due improper assembly during manufacturing. The issue has been escalated to CAPA¿ to ¿it was determined that there was not enough evidence as to the cause." Therefore, an assignable root cause was not determined. The evaluation codes have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.